Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, the seal and the anchor tab were inside of the loading device body. The green slide lock was unlocked; the white plunger was not depressed on the delivery device. Based upon the rec'd condition of the device, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that an incident occurred with the heartstring iii device where it did not function properly. It was reported that no further details regarding the nature of the incident will be provided by the customer.